Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 19mm sjm regent heart valve w/ flex cuff was chosen for a aortic valve replacement (avr) surgery. During procedure, after sizing when the valve was being placed (during cuff ligation), an abnormality of the leaflet was visually observed. Upon inspection, the leaflet was found to be damaged and detached from the valve. Prior to the visual confirmation of the abnormality, the leaflet portion had not been touched. The valve was removed and a new 17mm sjm regent heart valve w/ flex cuff was implanted while patient on bypass. The patient was reported stable.

Manufacturer narrative:
An event of leaflet fracture during implantation was reported. The device was returned to abbott for analysis. The investigation confirmed the valve was returned with a fractured leaflet. Meanwhile, the other leaflet remained intact with mobility. The orifice was observed to be fractured and contained a chip damage from top and bottom rim. The valve was able to rotate freely. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The root cause of the leaflet fracture could not be conclusively determined as there was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet. The damage may have been caused by some external force applied to the valve which overstressed the carbon material. However, this cannot be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 19mm sjm regent heart valve w/ flex cuff was chosen for a aortic valve replacement (avr) surgery. During procedure, after sizing when the valve was being placed (during cuff ligation), an abnormality of the leaflet was visually observed. Upon inspection, the leaflet was found to be damaged and detached from the valve. Prior to the visual confirmation of the abnormality, the leaflet portion had not been touched. The valve was removed and a new 17mm sjm regent heart valve w/ flex cuff was implanted while patient on bypass. The patient was reported stable.